Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: the device rebooted unexpectedly while use. There was no injury reported.

Manufacturer narrative:
The provided logfiles of the device were analyzed. On (B)(6) several error codes were logged within a short time. The codes indicate that the device ran on a nearly depleted battery for some time with the consequence of deviations in the electronic system. As specified for this conditions, the savina posted the adequate alarms and triggered a warmstart. In this case the pneumatic system opens in order to allow for spontaneous breathing, audible and visible alarm of high priority a generated. After approximately 12 seconds the savina continues ventilating the patient with the last settings in case this system-reset has cleared the deviation. If a nearly depleted battery has caused the warmstart procedure, it can recur several times until the device is switched off or connected to mains supply. First it was assumed that a malfunction of the ¿pcb-control¿ could have caused the reported behavior. This was not confirmed and it was not required to replace this pcb. The internal power supply assembly and the batteries were checked and it was also not required to replace them. No technical deviation was found. The device behaved as specified for the nearly discharged batteries. The event was not caused by a device failure.

Event description:
.